Event description:
Iab (intra-aortic balloon) would not deploy fully. The balloon was removed and replaced with another - no harm to the patient. Manufacturer response for iab catheter, sensation plus 8 fr. Fiber optic iab catheter 8fr. 50cc (per site reporter), unknown.